Manufacturer narrative:
Event date: the exact date of the event is unknown as it was from a retrospective review from patients enrolled from march 2007 to december 2010. The product remains implanted; therefore, a physical analysis could not be performed. There is no indication from the information that the reported event is related to product specification nonconformance. There is also no indication of misuse, user error or mishandling which could have caused or contributed to the reported event. The reported ischemic stroke is a known and anticipated complication to these types of procedures and patient condition, and is listed as such in the device dfu (directions for use). [Lei zhang_journal of clinical neuroscience_2012.pdf]. Subject device remains implanted.

Event description:
It was reported in the journal of clinical neuroscience, a case where the patient suffered an ischemic stroke in stented territory 2 day post procedure. The patient recovered with no sequelae. No additional information is available.